Event description:
Info received indicates the siderail will not latch.

Manufacturer narrative:
The technician found the siderail locking bracket was bent which prevented the siderail from latching. The technician replaced the siderail locking bracket to repair the bed.